Event description:
The customer contacted baxter's technical service center to report a smoke issue on a homechoice (hc) machine during use. The hc was plugged into the wall and the power cord started smoking. The home patient (hp) stated he was not connected to the hc. The hp stated he turned the hc off and unplugged it. The technical service representative (tsr) initiated a swap of the machine. The tsr advised the hp to use manual supplies for the night. The hp will have the registered nurse (rn) assist with programming. The hp was advised to contact the registered nurse (rn) regarding them receiving a 10.4 smartcare hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. Inspection revealed melted components on accomp printed circuit board (pcb), due to excessive heat damage; also heater pan wires, and power supply has heat damage. Power entry module also has smoke damage. Heat damage to accomp pcb, power supply, heater pan wires & power entry module are related to the reported problem. Note: power cord was not received into pal for evaluation. However, confirmation of the reported problem was based overwhelming evidence of smoke damage. The assignable cause of the reported problem was determined to be a hardware problem, excessive amount of smoke contamination from overheating of accomp pcb. The device was sent to service to be scrapped.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The issue is being investigated through CAPA.